Manufacturer narrative:
The device was returned and evaluated and the customer¿s allegation was confirmed due to a loose scope socket. In addition to a loose video connector, additional evaluation findings were as follows: the video connector socket did not secure any paddles, the locking lever was too loose, and the receptacle board needed replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when using a visera elite video system center, there was a processor error code displayed, a broken lever, and they were unable to get the device to work during the intended therapeutic procedure. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, there was a loose video connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, broken lock lever occurred due to faulty lock lever of the video connector socket. The cause of the defective lock lever could not be identified, olympus will continue to monitor field performance for this device.